Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 245 mg/dl with a lifescan meter and 135 mg/dl with a ot basic meter (invalid comparison), performed within 10 minutes of each other. The customer service rep walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter and test strips were replaced.